Manufacturer narrative:
Surgical technique may be a contributing factor for the reported event, however, that cannot be confirmed. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported two patient with central corneal abrasions post laser assisted cataract surgery. Additional information received states that one patient's corneal abrasion has resolved and the second patient's corneal abrasion is healing. Both patients were treated with topical eye drops.